Event description:
Event description boston scientific received information that during the implant procedure, which was performed from the right side, this lead became stuck on a prominent eustachian valve on the floor of the right atrium. The lead was removed after several tries with different stylets. Before the lead was freed, it was noticed that the lead unraveled. Upon removal, it was noticed that the tines were broken off. The patient left the procedure symptom free from any adverse events. The patient will be followed by the device clinic nurse and they will continue to monitor the situation. The remaining portion of the lead has been returned.,